Event description:
The user noticed low sodium recovery for patient samples due to delta check alarms and repeated the samples on a modular analyzer. Of the data provided, the result for one sample was discrepant. The initial result was 132 mmol/l, repeat result was 140 mmol/l. The initial results were reported. The patients were not treated or harmed. The lot number of the sodium electrode was not provided. The field service representative determined there was a fluidics failure, found a clot in a valve and found a problem with a consumable. He backflushed the flowpath and ran ise checks. He removed and cleaned the valve, cleaned the sample probe and replaced the sample probe. To verify the analyzer operation, he observed the system operation and ran calibration, qc, precision testing and patient samples. The system was performing to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.